Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the lcd panels and/or inverter print circuit board (pcb) and running the unit on a test lung.

Event description:
It was reported that the ventilator's screen "fades after a while" during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.